Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
E.1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. There is no information regarding the shipment return and the sample has not been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information: h.6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope the cassette film was found to be damaged. This observed defect could be the result of incorrect handling either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide there are indications for the patient to avoid this kind of damage including: ¿use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the IFU of the liberty cycler set and in the liberty select cycler user¿s guide to not use the product if there is a damage found in the cassette, ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide notes ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. For the failure mode related to damage in the film during the manufacturing process a CAPA is open to implement corrective actions. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill "1 of 4" of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is available for return for physical evaluation by the manufacturer.